Manufacturer narrative:
The return of the device has been requested. The user reported the device was still available and would be sent; however, at this time the device has not been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the information received, there was no serious injury, medical or surgical intervention required. Should the device or additional information be received, an addendum to this report will be filed, if required.

Event description:
According to the information received, a customer reported a catheter was cut off short in the package. Date of event is 2007.